Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service repair technician reported that the a negative shift on intensity check indicated oxidation on the auxiliary printed circuit board assembly (aux pcba). There was no patient involvement. Investigation in process, but not yet completed.